Event description:
Healthcare professional reported right side periprosthetic liquid (captured as seroma), capsular contracture, baker grade IV and crease/fold. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma & capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side periprosthetic liquid (captured as seroma), capsular contracture, baker grade IV and crease/fold. The device was explanted and replaced.